Event description:
During the procedure, the physician noticed bleedback in the sideport of the sheath. The physician used a syringe to aspirate and flush the blood back through the sheath to clear out the blood from the sideport. Upon doing so, he noticed that he was aspirating bubbles back through his syringe. He aspirated again until all bubbles were gone, this time much slower, which seemed to eliminate the bubbles. This issue occurred near the end of the procedure so the physician finished the procedure with this device. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The reported leak has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.